Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon reported the fenestrated bipolar forceps (fbf) instrument stopped working as it was not obeying the user's commands. The fbf instrument was replaced with 02 lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) and while the surgeon was attempting to manipulate instruments for seizure of structures/organs. The failure was not related to the inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The intended direction was left, and the observed direction was only right. The timing of the instrument movement was not appropriate. There was no shakiness/friction observed. There was no instrument or arm interference. There were no external collisions. The issue was persistent. The instrument never functioned properly during the procedure. The device was inspected prior to use and no damage was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis evaluation. The fenestrated bipolar forceps instrument was analyzed and found to have a broken input disk. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts.